Event description:
A customer in (B)(6) notified biomerieux of obtaining underestimated results in the context of an external quality control when using vidas tsh 60 tests (ref. 30400, batch number 1008661490, expiry date 24-mar-2022) with the mini vidas instrument. The qc sample was riqas, cycle 65, sample 4 and the result using vidas tsh 60 tests batch 1008661490 was 1.11 ui/ml. The riqas acceptable range is [1.367 - 1.638] uu/ml. It was reported that calibration is performed in a timely manner : calibration results from 26-oct-2021 are valid. Qcv is performed on a weekly basis : the results of qcv from 04-nov-2021 and 12-nov-2021 are compliant. The customer compared his result against a peer group of 10 other laboratories who performed this eqa using vidas, mini vidas and vidas 3 : the average result obtained was 1.503 uiu/ml, meaning that the customer had a deviation of 26.1%. Ft4 result showed the same trend as tsh (underestimated result). The tested riqas sample was a reconstituted one, the original vial is reconstituted and divided in two: one part is for chemistry testing and another to mini vidas testing. The customer reported that they do not use a calibrated micropipette but a double volume 5 ml glass pipette. The chemistry test results were correct. This sample could not be retested because it is only stable 2 days after reconstitution, according to riqas package insert. A new sample could not be ordered. Since the sample is a qc sample, no patient was involved; therefore no possible harm could occur. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in argentina of obtaining underestimated results in the context of an external quality control when using vidas® tsh 60 tests (ref. 30400, batch number 1008661490, expiry date 24-mar-2022) with the mini vidas® instrument. The qc sample was (B)(6), cycle 65, sample 4 and the result using vidas® tsh 60 tests batch 1008661490 was 1.11 ui/ml. The (B)(6) acceptable range is [1.367 - 1.638] uu/ml. The customer confirmed that they did not have any of the external qc sample available to submit to biomérieux investigators. Investigation: the device history record review did not highlight any issue during manufacturing for vidas tsh ref 30400 lot 1008661490. Control chart analysis: the investigator analyzed the control charts for 4 internal samples (targets at 0.91, 1.47, 1.52 and 2.07 ui/ml) using six lots (including the lot used by this customer). All values are within specifications; customer¿s lot is consistent with the other lots. Analyses performed: the customer was not able to return the qc sample. Internal sample test: an internal sample close to the (B)(6) qc concentration targeted at 1.52 ui/ml was tested on the retained kit of customer's lot. The result obtained was within specifications. There was no significant difference of activity for vidas® tsh ref 30400 lot 1008661490 compared to the result observed before the batch release. The complaints laboratory subscribes to external quality assessment programs and tests those quality control samples such as an ordinary user. For this investigation, the complaints laboratory tested two samples from probioqual, ie french program, with vidas tsh lot 1008661490. 21md09 probioqual specification range [2.823 ¿ 3.79] ui/ml. With vidas tsh lot 1008519530 21md09 = 3.27 ui/ml. With vidas tsh lot 1008661490 21md09 = 3.31 ui/ml. 21md10 probioqual specification range [3.005 ¿ 4.03] ui/ml. With vidas tsh lot 1008519530 21md09 = 3.40 ui/ml. With vidas tsh lot 1008661490 21md09 = 3.56 ui/ml. All the external quality controls' results were compliant to the suppliers' specifications, ie probioqual, when testing with vidas tsh lot 1008661490 (customer¿s batch). The results obtained on vidas tsh lot 1008661490 were not significantly different from the results obtained with another batch vidas tsh 1008519530 used at the time of the eqa assessment. Conclusion: according to the information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data, or the tests performed on the retain kit vidas® tsh lot 1008661490 using internal sample and external quality control materials. The investigation did not identify any obvious root cause. However, the issue could have a multifactorial root cause combining: the quality control sample processed by the customer (e.g stability, homogenization, and handling). The calibration results. A matrix effect of the quality control sample. It is mentioned in the clsi guideline ep14-a3 that processed samples used as qc material (e.g eqa) can have matrix effect. ¿current scientific data suggest that such use of pt/ eqa results is not always feasible because of matrix effects. These processed materials us as pt/ eqa samples sometimes do not behave like patient samples routinely analyzed in the laboratory. Biases not generally seen with fresh biological fluids, are frequently seen with pt / eqa samples¿. There is no reconsideration of the performance of vidas tsh lot 1008661490 to its expectations.